Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6)2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. It was reported that the patient had a lead revision on (B)(6)2016. They replaced the percutaneous leads with a surgical lead. No further complications were reported. Information received from the manufacturing representative (rep) indicated that if they remember correctly, the percutaneous leads were initially difficult to place due to scar tissue. Prior to the lead revision, the patient was not getting great coverage. The rep stated that they tried reprogramming the patient a number of times before the revision took place. No further complications were reported.